Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The other two perclose proglide devices are filed under separate medwatch manufacturer report reference numbers.

Event description:
It was reported that suture placement in the calcified right common femoral artery was attempted with three proglide devices using the preclose technique via a 6f sheath prior to a transaortic valve repair (tavr) interventional procedure. Reportedly, the sutures of the first proglide device were pre-placed without issue. The sutures of a second proglide device were attempted to be pre-placed; however, when the plunger was removed and harvesting the sutures was performed there was only one long suture and it appeared to be kinked throughout. The knot was suspected to have become unravelled as a cuff miss did not occur. Reportedly, two additional proglide devices were attempted with the same result. The sutures of a new proglide device were able to be successfully pre-placed. The tavr was completed using a 14f sheath and hemostasis was achieved with the pre-placed proglide sutures. There was no adverse patient sequela and no reported clinically significant delay in the procedure. The physician is reportedly trained in the use of the proglide device and established in the pre-close technique. No additional information was provided.